Manufacturer narrative:
The expedium sai polyaxial 8x80mm screw was not returned for evaluation. The broken screw remains in the patient and it¿s been reported that the surgeon has no plans for removing it. A review of the device history record could not be conducted as the lot number is unknown. A 12-month review of the complaint trending analysis for product code found related complaints associated with post-operative screw breakage. Examination of a single x-ray, lateral view that was provided noted screw breakage. The reported event appears to be in accordance with that which was observed on the x-ray. Without the return of the expedium sai polyaxial screw, we are unable to identify the root cause. No corrective action/preventive action is necessary at this time as we are unable to identify the root cause. No systemic trend has been observed. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device remains implanted.

Event description:
On (B)(6) 2014, depuy synthes spine¿s director of medical affairs had a conversation with the surgeon in which it was learned that an expedium 5.5 titanium sacral alar iliac (sai) polyaxial screw had broken post-operatively. It was learned that the original operation took place on (B)(6) 2014 and the surgeon took the patient back on (B)(6) 2014. A second surgery was performed for an l2 screw revision (due to concern that the screw was in the canal and not due to a depuy synthes spine device problem) and additional decompression at l5-s1. The patient followed up with the surgeon on (B)(6) 2014 and the (B)(6) date was the first mention of a screw being broken. This medwatch report is being filed for the expedium sai polyaxial screw that was found to be broken on (B)(6) 2014.